Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced safety failure. The following information was provided by the customer: material no: 383537. Batch/lot: 9010686. It was reported that "the needle pulled clear from the safety device ¿ the nurse reported much drag when attempting to retract they needle after venipuncture and flash." Customer text: ((B)(6) 2019) the needle pulled clear from the safety device ¿ the nurse reported much drag when attempting to retract they needle after venipuncture and flash.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. 2 non-related qns were initiated during production. Disposition, root cause and corrective actions were applied per control plan. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced safety failure. The following information was provided by the customer: material no: 383537. Batch/lot: 9010686. It was reported that "the needle pulled clear from the safety device ¿ the nurse reported much drag when attempting to retract they needle after venipuncture and flash." Customer text: (03/19/2019) the needle pulled clear from the safety device ¿ the nurse reported much drag when attempting to retract they needle after venipuncture and flash.